Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi summary: given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported that after a fall from a ladder, an aspergillus infection developed along with a possible right side rupture, sickness, and sinus issues. Patient added that the right side breast has swelled up bigger than the contralateral breast and is now suffering from e. Coli. Patient additionally reported "obstruction on the back of the implant that was seen in an x-ray that could be hormones that have build up in their body over the years."physician later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture and infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, rupture, capsular contracture, baker grade IV information contained in this report was previously submitted through psr on 18-apr-2016.

Event description:
Patient reported that after a fall from a ladder, an aspergillus infection developed along with a possible right side rupture, sickness, and sinus issues. Patient added that the right side breast has swelled up bigger than the contralateral breast and is now suffering from e. Coli. Patient additionally reported "obstruction on the back of the implant that was seen in an x-ray that could be hormones that have build up in their body over the years."physician later reported capsular contracture baker grade IV. Device has been explanted and replaced.